Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code ¿ ni, expiration date ¿ ni, date implanted ¿ 1995, initial reporter ¿ ni , manufacture date ¿ ni.

Event description:
Patient has been indicated for a shoulder revision approximately 21 years post-implantation due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to correct information; as the patient has had no issues with implanted components and will not be revised. The initial report was submitted in error, and should be voided.